Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 446 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past several hours. Troubleshooting was performed. It was stated that the infusion set was changed and the mother noticed that the cannula was bent. The caller stated that the doctors believe the basal rates and bolus wizard need to be adjusted. The time and date on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.